Event description:
The report received from the study indicated that approximately nine months after the index procedure during the follow-up period, the pt had a re-percutaneous transluminal coronary angioplasty (re-ptca) of the target lesion. The indication for the procedure was angiographic stenosis. The restenostic lesion was reported to be a 70% stenosis. There was no thrombus visible, and the lesion was not a significant new lesion. The flow was timi 3. The restenosis was treated by balloon angioplasty. The pt was reported to have recovered. The event was reported to be unrelated to the study device, unlikely related to the study procedure, and resolved without sequela.

Manufacturer narrative:
The target lesion for the index procedure was the proximal left anterior descending (lad) mb/first diagonal (sb). The lesion was reported to be a bifurcation lesion saffian classification 1a. The lesion was pre-dilated with a 2.5 x 20mm balloon at 14 atm. A cypher select 2.75 x 33 mm stent was implanted in the mb at 16 atm. The stent was not post-dilated. A cypher select 2.5 x 18 mm stent was implanted in the sb at 14 atm. The stent was post-dilated with a 2.5 x 20 mm balloon at 16 atm. A final kissing balloon technique was used. The residual stenosis was 0%. The flow was timi 3. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. A report received from the study indicated that nine months after the index procedure, the pt was found to have a restenosis of a previously implanted cypher select 2.75 x 33 mm stent. The pt is a male with a medical history of diabetes treated by oral medication. The pt's age and history of diabetes put him at increased risk for mace. The pt had two cypher select stents implanted during the index procedure in a bifurcation lesion (saffian classification 1a) of the proximal lad/first diagonal. The device remains implanted in the pt and is not available for inspection. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance. Restenosis is a known complication of coronary stenting as indicated in the instructions for use (IFU). Pts who are known to be at high-risk for restenosis included those with diabetes, long lesions, small vessels, lesions at a bifurcation, and restenotic lesions. There are possible pt (diabetes), and lesion factors (bifurcation lesion) that may have affected or contributed to the event. Please note that this is the initial/final report for this product.